Manufacturer narrative:
The device was returned for evaluation and received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, we cannot determine when the device deployed. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of a patient reports while placing a pod on her daughter at the infusion site the cannula did not deploy. Once the pod was removed from the infusion site and dropped both the needle and cannula had deployed late. The pod was not worn.